Manufacturer narrative:
It was reported, that during a cycle run, the lid unlatched and disengaged. The stop button was pressed to stop the centrifuge. No injuries were reported.

Event description:
Customer reported the lid opened during run.